Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: time delay of 30 minutes was originally reported and patient status was originally reported as pain and function resolved after revision surgery. The original report also indicated the surgeon felt it was too risky to remove the original screws, the new report does not indicate this. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering in the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: this returned construct component required no evaluation as no allegation of failure/deficiency was placed on the implant. The implant was examined and no fault was identified which could have contributed to the broken screw failure mechanism of cyclical overload as determined by the manufacturing evaluations (for those parts). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had two broken screws post operatively on a click¿x system at the right l4 and l5 pedicles. The patient had an l4-l5 fusion surgery on (B)(6) 2010 and became symptomatic with pain/discomfort, calf atrophy and an abnormal electromyogram (emg). The surgeon decided to remove the system, on (B)(6) 2014, the patient underwent a revision to replace the click¿x system. It was reported that the two broken screws, which were 5.2 mm in diameter, broke in half in the patient and the shaft of the screws remain in the patient because the surgeon thought it was too risky to remove the broken screws. The patient was revised to an l4-s1 lumbar fusion device manufactured by a different company. A 30 minute time delay was reported in order to attempt to remove the broken screw pedicles. The patient¿s pain and function were reported as resolved after the revision surgery. This report is for two of two locking caps, this is a right side cap. A total of 4 locking caps were involved in the event. This is report 8 of 15 for (B)(4).

Event description:
It was further clarified that the other manufacturers construct system was implanted at l2, l3, l4, l5 and new screws at t12-s1 bilaterally, the new report also indicates the surgeon left the original screws in place and added the new competitor's screws. Synthes rod was placed to span all screws and respective locking caps were used. No time delay was reported during the revision surgery. No patient status or outcome was reported from the revision surgery.